Event description:
The customer reported that their evis exera iii video system center was displaying an intermittent image during an unspecified procedure. According to the initial reporter, there was a slight delay to replace the device with another like-device, and the procedure was then completed successfully without any patient harm.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 19-jan-2022. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. And the image interference was determined, to have been caused by faulty patient circuit board (dr board). Other inspection findings identified: loose video connector, chassis has corrosion, front panel has corrosion. The instruction manual identifies, the following related verbiage, which could have prevented the phenomenon: ¿store the equipment in the level position in a clean, dry, and stable location¿. Olympus will continue to monitor field performance for this device.